Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 75 mg/dl.